Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the distal common bile duct for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the tip of the catheter was kinked. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040609 captures the reportable event of tip bent.